Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter had developed a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017, 01:30am. The patient stated that his meter would not turn on. The patient reported taking lantus and humalog insulin (self-adjuster) to manage his diabetes and denied making any change to his usual diabetes management routine as a result of the alleged power issue. The patient reported that a half hour after the alleged product issue began he was found by a relative after he had fainted. The patient detailed that (B)(6) 2017, 02:30pm that he was admitted to hospital and required a glucagon injection administered by a health care professional (hcp). The patient stated that throughout his stay in the hospital he obtained a series of blood glucose results on the ER meter beginning at 2:30pm with 33mg/dl, followed at unspecified intervals with 59,145, 348, 500, 600 and 245mg/dl. He also reported that he obtained a laboratory blood glucose result of 195mg/dl during his hospital stay. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product and the battery did not require to be replaced. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did not power on. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.